Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 23-sep-2025 it was reported that on (B)(6) 2025 the user was hospitalized with hyperglycemia (bg 761 mg/dl) and diagnosed with diabetic ketoacidosis after being unable to operate the ilet while the caregiver was hospitalized. The user was transported to the hospital by ems, treated with intravenous insulin and fluids, and discharged on (B)(6) 2025. No long-term health effects were reported.